Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose due to stress and became unconscious. Customer¿s current blood glucose reading was 135 mg/dl. Customer was treated with glucagon shot. Customer was not in auto mode at time of event. Customer was not in the emergency room, not admitted into hospital, or emergency medical service dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis.